Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose reached over 300 mg/dl while wearing the pod between 24 and 36 hours. The needle mechanism did not fully retract as intended during activation.